Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection and ¿had to do manual bags.¿ no additional information provided at intake. Subsequent attempts to obtain additional information (e.g., causality, type of infection, patient demographics) have thus far proven unsuccessful. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An external visual inspection found no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received treatment with reduced dwell times was performed and passed. The cycler underwent and passed a valve actuation test, a system air leak test, and a patient sensor calibration check. There were visual indications of dried fluid found on the bottom cover next on the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection and ¿had to do manual bags.¿ no additional information provided at intake. Subsequent attempts to obtain additional information (e.g., causality, type of infection, patient demographics) have thus far proven unsuccessful. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: subsequent attempts to obtain additional information (e.g., causality, type of infection, patient demographics) have thus far proven unsuccessful. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection and ¿had to do manual bags.¿ no additional information provided at intake. Subsequent attempts to obtain additional information (e.g., causality, type of infection, patient demographics) have thus far proven unsuccessful. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred.